Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, due to patient anatomy, the pigtail would not seat in the non-coronary cusp and moved higher during the flowering phase of deployment, causing the valve to dislodge from the non-coronary cusp during deployment. Since the valve was still attached to the delivery catheter system (dcs), an attempt was made to recapture and re-sheath the valve in the gore dry seal sheath. As the attempt was made, the delivery catheter system (dcs) tabs released while the valve was approximately halfway in the silastic tube. The decision was made to deploy the valve in the abdominal aorta, directly above the bifurcation, by removing the sheath and dcs. Visual inspection of the dcs indicate that the tab attachments appear "worn down." Another valve was implanted successfully in the aortic annulus.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The product has not been returned, therefore no product analysis can be performed. (B)(4).

Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. In this case, it was reported that patient anatomy led to difficulties seating the pigtail catheter in the non coronary cusp, which may have affected positioning of the valve in the target location during the first attempt. The provided images of the subject delivery catheter system (dcs) show evidence of worn out dcs tabs, which was likely due to excessive forces applied during the attempt to resheath the valve post deployment, but a comprehensive evaluation cannot be performed without the return of the device. The instructions for use (IFU) warns the user against retrieval of the valve once deployment is initiated, as follows, "once deployment is initiated, retrieval of the bioprosthesis from the patient (e.g., use of the catheter) is not recommended. Retrieval of a partially deployed valve using the catheter may cause mechanical failure of the delivery catheter system, aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Therefore, it is possible that this event is related to user technical and patient anatomical factors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.